Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly, as could not be inflated or deflated. A surgical procedure was performed to remove and replace the device, and, upon explant, it was noted that one of the cylinders presented a bulge and a tear, resulting in fluid loss. There were no patient complications reported.